Event description:
It was reported that the patient experienced loss of stimulation due to high impedances. Database analysis was observed and revealed that the impedance measurements revealed high values on port ab (16 contacts). X-ray was taken and showed that there was trauma indicated on the leads. The patient underwent a lead explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50, (sn: (B)(6)). The returned lead was analyzed and showed cable fractures in multiple locations with no cables exposed. With all the available information, boston scientific concludes that the reported event was confirmed. The cable fractures were a result of excessive mechanical/tensile force exerted onto the lead. The lead got kinked after it exited the clik anchor or the rigid retention sleeve which resulted in the impedance anomaly and intermittent stimulation.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss of stimulation due to high impedances. Database analysis was observed and revealed that the impedance measurements revealed high values on port ab (16 contacts). X-ray was taken and showed that there was trauma indicated on the leads. The patient underwent a lead explant procedure and was doing well postoperatively.